Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint "litigation papers allege: on or about (B)(6) 2006, patient was implanted with a pinnacle mom hip on her left side. On or about (B)(6) 2007, patient was implanted with a pinnacle mom hip on her right side. After the surgeries, patient experienced elevated metal ions in her blood, severe pain, discomfort, and inflammation in her left thigh and groin. She also experienced a popping and snapping sensation in her hip joint when walking or moving to and from a sitting position. There is no mention of revision. Update (B)(6) 2015 - pfs and medical records received. After review of the medical records for MDR reportability, a small piece of posterior overhanging aspect of the trochanter fractured off during trial reduction on the left hip. The surgeon was trying several different stem sizes prior to the fracture, so an unknown trial stem is being reported. The small fracture was sutured to help stabilize it. The unknown hip are being changed to the left hip femoral head. An acetabular liner is being added. Part/lot being updated. No revision operative date has been provided. The complaint was updated on: (B)(6) 2015.

Manufacturer narrative:
(B)(4).